Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirts during priming. The customer¿s blood glucose was unknown. Customer stated that they received insulin pump was louder during rewind and had random unexplained no delivery alerts. Customer also stated that the diminished battery life changing out every other week and rejected new batteries. Customer troubleshoot was not performed. The insulin pump will not be returned for analysis.